Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a mom clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2007 and right total hip arthroplasty on (B)(6) 2008. During post operative monitoring and testing, a cystic mass was noted in the left hip and solid masses were noted in the right hip. The cystic mass on the lateral area of the left hip measured 4.3 x 3.5 x 2.6cm. The solid mass on the anterior area of the right hip measured 4.3 x 4.2 x 1.7cm. The solid mass on the posterior area of the right hip measured 4.4 x 2.5 x 2.6cm. These findings were found due to follow up testing. No further information has been provided at this time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 6 of 8 MDR's filed for the same patient (reference 1825034-2013-02303-1/02304-1 and 05228/05233).